Event description:
Technician found left hand siderail wouldn't latch during pm.

Manufacturer narrative:
Technician replaced mount assembly to repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.